Manufacturer narrative:
Reported complaint of failure to connect and contamination was not confirmed. The device was received in normal range of option. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and right ventricular setscrew was noted to be outside of connector block. Further damage was noted on the setscrew consistent with having occurred during procedure. Electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage.

Event description:
During an initial implant procedure, it was not possible to fixate the set screw into the header of the device. The suspected cause of the event was due to septum material in the header cavity. A new device was used to resolve the event. The patient was stable.